Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post-implant, the patient complained of sharp pain during respiration and diaphragmatic stimulation. A perforation was suspected. It was determined that the right ventricular (rv) lead exhibited high thresholds and diminished r-wavesensing. During an attempt to reposition the lead, it was noted that the helix would not retract and stayed attached to the myocardium. Therefore the rv lead was extracted and replaced using a laser system. No further patient complications have been reported as a result of this event.